Event description:
This rv lead was implanted on (B)(6) 2002. A call to technical services on 08/27/2012 states that health care provider saw a pause due to noise oversensing on rv lead in ns episode stored (B)(6) 2012. Inhibited 2 paced beats. Pauses were less than 2 seconds. Pacer dependant. Patient asymptomatic and couldn't recall activity at time of episode. (Rep stated that patient was symptomatic when rate was decreased to 30ppm when testing for intrinsic conduction in office) reproduced very fine noise with isometrics, pocket manipulation, or valsalva, but was not oversensed. Rep discussed with dr. Andrew hayselith. Increased agc to 1.0 from 0.6 per md. Plan to recheck in one week when regular ep, dr. (B)(6), is back in office. Impedances and other measuremnts all ok. Plan to reasess at that time and consider oft @agc 1.0, or revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).